Manufacturer narrative:
(B)(4). Date sent: 6/8/2026 d4 batch #: unknown d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, while performing a demo of the dual to energy system, the device experienced operational failures when used during a coloproctology surgery. The system was being used with an enseal x1 37 cm straight jaw, an electrosurgical pencil, and a monopolar hook connected to the electrosurgery unit; the surgeon was primarily using the enseal. At one point, the enseal cycle finished, but the system froze in an "activating" state, with the enseal's audible feedback sounding continuously even though the device was not being used (the enseal "seal" button was not pressed). The screen became unresponsive and the power button did not work. We attempted to move the enseal to the other port on the unit, but it did not respond and we had to force the power off by disconnecting the power. This happened twice during the surgery in the same way: the screen was unresponsive, the sound remained active, and the power button did not work, so on each occasion we had to forcefully shut down the unit by unplugging it. When the last error occurred, a message appeared on the screen that read something like "module error," which I could not read completely before it disappeared. I will attach a video showing the device in the "activating" mode when the physician was not using it, and a photo showing the screen when it was frozen. The procedure was delayed 5 minutes. There were no patient consequences.